Event description:
Written report received from baxter states "the total infusion time was 44 hours, flow rate 5 ml/h. When the infusor was connected to the pt in the day hosp the flow was verified, 24 hours later the no flow was observed because the infusor was not empty, the infusor was disconnected and no flow was verified." Contents of the device reported as 5 fluoracilo 1824mg in d5w for a total fill volume of 225ml. It was reported the drug was not filtered during compounding. No report of pt injury.